Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. There were no patient consequences.

Event description:
New information received notes non-sustained right ventricular oversensing (nsrvo) episodes continued on the implantable cardioverter defibrillator (ICD) so further programming changes were implemented. There were no patient consequences.